Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulsed field ablation (pfa) on the posterior wall of the left atrium, st elevation was noted. Nitroglycerin was administered, and the st elevation resolved. Subsequently, cardiac arrest occurred. Cardiopulmonary resuscitation was performed, and the patient was successfully revived. After being admitted to the patients room, the patient experienced spasms. An emergency call was made, and the patient was treated and admitted to the critical care unit (ccu). During the resuscitation, it was said that all the blood vessels were in spasm. As per the physician, the left atrial wall and mitral valve are not affected. There may be underlying issues related to the patients background. The left atrium was small, and there is a family history of arrhythmogenic right ventricular cardiomyopathy. The product is not expected to return as discarded in the facility.